Event description:
It has been reported to philips that the etco2 does not recognize when a line is connected. The customer is unable to use ecto2.

Event description:
It has been reported to philips that the etco2 does not recognize when a line is connected. The customer is unable to use ecto2.